Event description:
It was reported that approx four months after implantation of a vena cava filter during the scheduled retrieval, one attached filter leg appeared to extend outside the ivc wall. The filter was successfully retrieved in its entirety. There was no reported pt injury.

Manufacturer narrative:
A manufacturing review could not be conducted as the investigation lot number is unk. The device was not returned and images were provided. The complaint investigation is inconclusive for the reported filter limb perforation. Unable to determine the root cause based upon the available info. The current IFU (instruction for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall.